Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor came apart after loading into the serter. The customer's blood glucose was 140 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
We inspected one opened/used sensor and found insertion needle hub separated from sensor base. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. We were unable to confirm customer received sensor in said condition due to customer returned opened/used. Complaint against sen-serter.